Manufacturer narrative:
The system was examined and the reported event was confirmed. The root cause was attributed to the incorrect surgical parameters entered by the customer. The company representative adjusted the parameters to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on june 23, 2005. Based on qa assessment, the product met specifications at the time of release. According to the operators manual, it states: ¿ensure that appropriate system parameters and system settings are selected prior to starting the procedure. Parameter and system settings include, but are not limited to, ultrasound mode, ultrasound power, vacuum, aspiration flow rate, bottle height, etc.¿ the root cause of the reported event can be attributed to the incorrect surgical parameters entered by the customer. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported poor vacuum during a surgical procedure. The system was exchanged to complete the procedure with no harm to the patient. It was noticed after the procedure that the staff had not set the parameters correctly. Additional information has been requested.